Event description:
Caller reported a cartridge alarm issue with their device, specifically cartridge alarm 30, and mentioned multiple instances of such alarms without recalling specific dates. Despite the alarm, there was no adverse impact on the customer's blood glucose level. The customer resolved the issue initially by reloading the same cartridge and resuming insulin therapy. Technical support provided education on proper cartridge loading and confirmed the customer followed all steps correctly, except for using cold insulin. The issue was resolved, and the customer successfully loaded a new cartridge and continued insulin therapy.